Event description:
Heal-laa study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 20 mm. The patient was discharged on rivaroxaban. 223 days post index procedure, the patient was diagnosed with cerebral vascular accident (cva) which was due to atherosclerosis. At the time of the event, the patient was on aspirin and clopidogrel. The patient was hospitalized for 5 days. Cardiac imaging, brain imaging, computed tomography (CT) scan, echocardiogram, lab test, MRI, ultrasound, nerve conduction study and electromyography (emg) imaging at lower extremity was performed as diagnostics. Patient symptoms resolved within 24 hours without intervention. The etiology of the stroke was ischemic. The event is considered resolved with residual effects. It was further reported that the patient symptoms were non ambulatory/inability to walk, dizziness, loss of right-side control of leg and foot but not the face or hand with the left side being unaffected. The closure device remains well-sealed and there is no evidence of intracardiac thrombus. The patient was discharged home. In the physician's opinion, the stroke was not attributed to the closure device.

Manufacturer narrative:
B5: information added. H6 patient codes: muscle weakness/atrophy and dizziness added.

Event description:
Heal-laa study it was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 20 mm. The patient was discharged on rivaroxaban. 223 days post index procedure, the patient was diagnosed with cerebral vascular accident (cva) which was due to atherosclerosis. At the time of the event, the patient was on aspirin and clopidogrel. The patient was hospitalized for 5 days. Cardiac imaging, brain imaging, computed tomography (CT) scan, echocardiogram, lab test, MRI, ultrasound, nerve conduction study and electromyography (emg) imaging at lower extremity was performed as diagnostics. Patient symptoms resolved within 24 hours without intervention. The etiology of the stroke was ischemic. The event is considered resolved with residual effects.

Event description:
(B)(4) study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 20 mm. The patient was discharged on rivaroxaban. 223 days post index procedure, the patient was diagnosed with cerebral vascular accident (cva) which was due to atherosclerosis. At the time of the event, the patient was on aspirin and clopidogrel. The patient was hospitalized for 5 days. Cardiac imaging, brain imaging, computed tomography (CT) scan, echocardiogram, lab test, MRI, ultrasound, nerve conduction study and electromyography (emg) imaging at lower extremity was performed as diagnostics. Patient symptoms resolved within 24 hours without intervention. The etiology of the stroke was ischemic. The event is considered resolved with residual effects. It was further reported that the patient symptoms were non-ambulatory/inability to walk, dizziness, loss of right-side control of leg and foot but not the face or hand with the left side being unaffected. The closure device remains well-sealed and there is no evidence of intracardiac thrombus. The patient was discharged home. In the physician's opinion, the stroke was not attributed to the closure device. It was further reported the MRI result revealed mild chronic microvascular ischemic changes, an area of acute/subacute ischemia in the patients right superior cerebellar hemisphere and no hemorrhage. The CT scan revealed findings concerning for ischemic stroke and occlusion of the superior cerebellar artery. Transesophageal echocardiogram (tee) imaging was performed and showed the closure device was well-seated in the laa without any evidence of thrombus. The site has confirmed that all symptoms had resolved, and it the site has confirmed this event as a transient ischemic attack (tia). It was further corrected that the event began 222 days post index procedure due to the patient experiencing dizziness that night.

Manufacturer narrative:
B3: event date corrected. B5: information added. H6 patient code: stroke/cva corrected to transient ischemic attack.

Event description:
(B)(6). It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 20 mm. The patient was discharged on rivaroxaban. 223 days post index procedure, the patient was diagnosed with cerebral vascular accident (cva) which was due to atherosclerosis. At the time of the event, the patient was on aspirin and clopidogrel. The patient was hospitalized for 5 days. Cardiac imaging, brain imaging, computed tomography (CT) scan, echocardiogram, lab test, MRI, ultrasound, nerve conduction study and electromyography (emg) imaging at lower extremity was performed as diagnostics. Patient symptoms resolved within 24 hours without intervention. The etiology of the stroke was ischemic. The event is considered resolved with residual effects. It was further reported that the patient symptoms were non-ambulatory/inability to walk, dizziness, loss of right-side control of leg and foot but not the face or hand with the left side being unaffected. The closure device remains well-sealed and there is no evidence of intracardiac thrombus. The patient was discharged home. In the physician's opinion, the stroke was not attributed to the closure device. It was further reported the MRI result revealed mild chronic microvascular ischemic changes, an area of acute/subacute ischemia in the patients right superior cerebellar hemisphere and no hemorrhage. The CT scan revealed findings concerning for ischemic stroke and occlusion of the superior cerebellar artery. Transesophageal echocardiogram (tee) imaging was performed and showed the closure device was well-seated in the laa without any evidence of thrombus. The site has confirmed that all symptoms had resolved, and it the site has confirmed this event as a transient ischemic attack (tia). It was further corrected that the event began 222 days post index procedure due to the patient experiencing dizziness that night. It was further corrected that the patient was diagnosed with a cerebral vascular accident (cva), rather than a tia. As per the MRI performed on (B)(6) 2024, the results revealed acute/subacute infarcts at the right superior cerebellar hemisphere and diagnosed with cva. Additionally, according to the facility, no indication or evidence of tia was identified.

Manufacturer narrative:
B5: information added. H6 patient code: transient ischemic attack changed to stroke/cva.